Event description:
It was additionally reported that the right ventricular (rv) lead showed increased outputs which resulted in continued phrenic stimulation. The output was adjusted with ventricular capture management (vcm). The lead remains in use. It was reported that the device recorded a false vcm threshold on the transmission. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 implantable pacing lead 2013 (B)(6); 5076-58 implantable pacing lead 2013 (B)(6). (B)(4).